Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was having trouble delivering insulin through the tubing and went into diabetic ketoacidosis. The customer had a high blood glucose reading 500 mg/dl. The customer treated with manual injection. The customer also reported that the buttons were not responding properly. The customer declined further troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad races also, with corroded battery tube. No display ramping on its own anomaly noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.